Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
On (B)(6) 2011, the patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aneurysm. The patient felt resistance while inserting the gore introducer sheath with silicone pinch valve but continued to advance the sheath to the target landing zone. It was reported that the diameter of the right access blood vessel was approximately 7mm. After the gore tag thoracic endoprosthesis was successfully deployed, the physician began to remove the sheath and felt a strong resistance again. The patient's blood pressure had suddenly dropped and the physician confirmed the patient's right external iliac artery had ruptured. An occlusion balloon was used to stop the blood flow at common iliac artery and the patient was implanted with an 8mm dacron graft to treat the rupture. No further complications were reported.